Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a video assisted thoracic lobectomy, at the division of lobar vein, there was staple line was bleeding only on the specimen side. Laparoscopic clips were used to control bleeding of the staple line on only the specimen side of the lobar vein. The device fired the full linear range of the reload. There was no patient injury. The patient is doing well. The patient has a body mass index (bmi) of 28.